Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they recently experienced a blood glucose level and sensor issues. Blood glucose level at the time of the incident was 51 mg/dl. It was not noted if auto mode feature was active. Customer stated they had sensor with inaccurate readings and getting an alert to change sensor after calibration not accepted. Customer was assisted with troubleshooting. The insulin pump was not replaced or returned for analysis.